Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd ultra-fine¿ needle hub separated from the bd insulin syringe when removing the shield. The following information was provided by the initial reporter: "consumer reported found 1 syringe when removed needle shield, needle hub assembly stayed in shield".

Event description:
It was reported that the bd ultra-fine¿ needle hub separated from the bd insulin syringe when removing the shield. The following information was provided by the initial reporter: "consumer reported found 1 syringe when removed needle shield, needle hub assembly stayed in shield"

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 4/30/2021. H.6. Investigation: customer returned two syringes with no pouch for identification. Both syringes feature 0.5ml graduation markings. The syringe has had its needle shield and hub separate from the barrel. The hub has become lodged inside the shield. There is no damage to either the connector at the distal tip of the barrel or its respective needle hub. No signs of use and no other defects found. A review of the device history record was completed for batch# 0177668. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification noted that did not pertain to the complaint. CAPA#1630423 was initiated. H3 other text : see h.10.